Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Received a copy of the customer's medwatch report from FDA, which states ¿ pointed tip of spike was noted to be blunt and missing the distal end (approx 1/4 inch missing) when removed from IV bag. No patient harm. "

Manufacturer narrative:
Conclusion field left blank; no available code for undetermined or unknown cause. The customer¿s report that the tip of the tubing broke was confirmed. Visual inspection confirmed the tip of the set's drip chamber spike was broken off. Functional testing could not be performed due to the damage; however, similar breakage was replicated when spiking a new set into a bag while applying excessive force. The root cause of the breakage was not identified.